Event description:
The initial reporter alleged a decrease in the elecsys hbsag ii result for one patient sample tested on the cobas 6000 e601 module. On (B)(6) 2021, the initial hbsag ii result was 391.5 coi (reactive) at 11:57, and a repeat test at 12:50 yielded 229.6 coi (reactive). On (B)(6) 2021, after 5 days of refrigerated storage, the hbsag ii result decreased to 65.33 coi (reactive). On (B)(6) 2021, testing at another laboratory yielded an hbsag ii result of 47.48 coi (reactive). No new sample collection was possible, and no additional patient history was provided.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer with serial number (B)(6). The investigation determined that the elecsys hbsag ii assay was performing within specifications. Calibration and quality control data were reviewed and found to be within the expected ranges. The investigation was limited due to the unavailability of sufficient sample material and additional patient history. A visual inspection of the sample did not reveal any pre-analytical issues, and no instrument-related issues, such as carryover effects, were identified. The observed decrease in hbsag ii results over time may be attributed to sample-specific factors, potential contamination, or patient-specific conditions, such as medical treatment or vaccination status. The hbsag ii results remained reactive (coi > 1), and the confirmatory test supported the initial positive result. A definitive root cause for the decrease in hbsag ii results could not be determined. The device remains in operation at the customer site.